Event description:
It was reported that the cot tipped over with a patient on it while in use on an uneven surface. It was alleged that the user was injured however further information was not provided.